Manufacturer narrative:
(B)(4). Eval results: other - (films and operative reports are not available, explant analysis is pending).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the stent graft was explanted on (B)(6) 2010 due to a suspect type 3 endoleak, due to fabric disruption (hole in the graft). The pt underwent a surgical conversion. The explanted stent graft was returned and its analysis is pending. No add'l clinical sequelae were reported, and the patient is fine.